Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The non-emergency treatment was completed by using wired footswitch. During the onsite visit, the philips field service engineer inspected the system and observed that the wi-fi led indicator was off, while the battery indicator was green. The engineer identified the cause of the issue as a mechanical problem. The cause of the wireless footswitch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wireless footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.